Event description:
It was reported that "transurethral resection of prostate, bovie pad started to peel off during surgery, fell onto the metal stir-up and pt was burned on the leg."

Manufacturer narrative:
We are in the process of trying to gather add'l info regarding this incident. At this time, the product will not be returned for eval. It was noticed that no admission was done on the pt and that the pt did not require any more hospitalization then the procedure required. When the quality engineer complete the investigation, we will file a supplemental report.